Event description:
It was observed, that during the device evaluation. The subject device failed the leak test. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely, the unit failed the leak test, due to the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.